Event description:
It was reported that during unpacking of the 3.0x18 rx promus stent delivery system (sds), the foil pouch was opened and it was noted that the inner pouch was already open. The device was not used and there was no patient involvement. A new same size promus sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Evaluation summary: the device was returned for evaluation. It was confirmed that the inner pouch was opened when received for product analysis; however, it cannot be determined when this occurred. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.